Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the motor ran slow when in reverse. A second hand piece was used and the unit continued to function with the same problem. The procedure was successfully completed with the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.